Event description:
Event description guidant received information that interference was observed on the right and left ventricular electrograms during a pacemaker follow up appointment. Loss of capture was observed on both leads and impedance measurements were greater than 2500 ohms in bipolar configuration. A chest x-ray was performed and revealed what appeared to be subclavian crush on these leads, therefore, a lead replacement was planned for this patient. The physician inquired as to the prevalence of this observation with this lead family.